Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2024. On (B)(6)2024, around 8:00 in the morning the patient started feeling severe nausea, bad headache, severe dry heating, chest pain. The patient called 911 around 3:12pm. About six minutes after the call, the ambulance arrived. They took a bg reading which was over 400 mg/dl and the cgm reading was 94 mg/dl. While at the ambulance the patient was treated with zofran and IV fluids. At the hospital the patient was treated with 10 units of humalog insulin. The patient was discharged around 9:40 pm the same day and the bg reading was 270 mg/dl. At the time of the report the patient was okay but still feeling weak. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.